Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold and intermittent loss of capture (loc). No adverse patient effects were reported. This lv lead remains in service.